Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 8mm emerge balloon catheter was advanced for dilatation. The balloon was inflated at 10atm for first time, at 12atm for second time, but ruptured at 15atm for the third inflation. The device was removed without any aid and the procedure was completed with another balloon catheter. No patient complications were reported and the patient's status was stable.